Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the reporter, on approximately (B)(6) 2026, the patient experienced hypoglycemia and fell. No specific cgm nor blood glucose reading was reported from the event, but it was understood that the patient experienced inaccuracies. The patient was hospitalized with a concussion. No further information regarding their intervention or treatment was reported. It was unknown how much time the patient spent at the hospital. It was stated via email that due to 4 months of low blood glucose values, the patient had high level of stress hormones. At the time of the report the patient¿s current condition was unknown. No other details were documented, and the report wished to remain anonymous, and declined to provide further information. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.